Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with broken belt clip rails noted. (B)(4).

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the belt clip of the insulin pump damaged there was no damage to the reservoir of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged of the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer tried to super glue it. Troubleshooting was performed for damage. Customer reported that the back of clip railing was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.